Event description:
It was reported that the lead was dislodged. The lead was replaced and the patient's condition was reported good after the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The damaged found sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).